Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead was found to be dislodged due to recent device unrelated procedure. Lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.